Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope exhibited foreign material in the air/water (a/w) tube, jet tube and a/w cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Update to d8 and h3. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that there was a foreign material. It is unclear if there was any deviation from the instruction manual (IFU) in the reprocessing procedure for the area where the foreign matter remained. There was no physical damage to the area where the foreign matter remained. However, a root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Detection methods are written in IFU: cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.